Event description:
First episode of pericarditis was in (B)(6) 2012. Was diagnosed at (B)(6) ER. In 2015, my symptoms returned and I was diagnosed with pericarditis, pericardial effusion, and mediastinitis. I was admitted to (B)(6) hospital and was in acute cardiac tamponade. I had recurring episodes of pericarditis for nearly 2 years, and symptoms would return around every 6 to 8 weeks. Was seen by a rheumatologist (I think) in early fall of 2017 and diagnosed with raynaud's syndrome and borderline hyperthyroidism.